Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer's blood glucose continued to elevate. Customer's blood glucose was 252 mg/dl and was elevated to 319 mg/dl and treated with manual injection. During troubleshooting, it was found that there was air bubbles in infusion set. Customer was assisted in removing air bubbles. Customer also reported that cannula was bent when infusion set was removed. Customer declined further troubleshooting. Customer was advised to change infusion set, reservoir and insulin. Customer was new to insulin therapy and was at the hospital for training and was not hospitalized.